Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and severely calcified mid to distal left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, it was noted that the shaft was kinked and broken. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Complainant name, complainant address, address line 2 updated. (B)(6). (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and severely calcified mid to distal left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, it was noted that the shaft was kinked and broken. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was loosely folded. The balloon, hypotube, inner and outer shaft were microscopically inspected. Inspection revealed a complete separation of the hypotube located 14 cm from the strain relief, and there were numerous kinks in the hypotube. The fracture faces of the hypotube were oval, as if kinked prior to separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and severely calcified mid to distal left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, it was noted that the shaft was kinked and broken. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.